Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that no cause was determined. No further actions/interventions were taken and it was unknown if issues were resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that there was intermittent therapy/loss of therapy and impedances were >40,000 on electrodes 3 and 4. There was intermittent shocking in the jaw and the patient indicated the intermittent stimulation had been coming and going since may. The rep wanted to discuss peripheral lead placement in the cheek/jaw and had impedance issues. The rep was unable to reprogram the patient without activating the wrong location (nose and back of jaw). The rep could not confirm whether the lead could be felt inside the patient's mouth and if lead movement was causing the issue. No further complications were reported.